Manufacturer narrative:
No conclusion can be made. As reactivity testing has not be performed, at this time a connection between the patient symptoms and the device cannot be determined. The adverse reactions section of the instructions-for-use identifies allergic reaction and seroma as possible complications. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Two emdrs have been submitted to document these events as the patient was reported to have been implanted with two ventralight st mesh devices. Note: remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient underwent a bilateral inguinal hernia repair utilizing two ventralight st mesh. The patient's allergist reports approximately 3-4 weeks postoperative the patient developed severe seromas at the trocar closure sites and then the patient developed a generalized maculopapular rash. The patient still has a rash all over the body which is painful and itchy. She believes the reaction to be related to the adhesive used to close the trocar site, but wants to rule out reaction to the mesh and has requested a mesh sample for reactivity testing. A sample mesh was provided for reactivity testing and as reported the sample mesh is being held in "reserve" and the patient has not been tested. Contact states if the patient has another "flare up" then the testing will be scheduled but until then the mesh is just being held aside.